Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(4), batch: 7030915; product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(4), batch: 203019.

Event description:
It was reported that the patient was experiencing inadequate pain relief coverage due to s8 adapters had high impedances. It was also mentioned the ipg hade reach end of battery life. The patient underwent a revision procedure where the adapters where explanted and a new ipg was implanted. The patient was doing well postoperatively. The explanted device components will not be returned as they were kept by the facility.